Event description:
The surgeon attempted to insert an aq2003v silicone three-piece lens, but one haptic tore. The cartridge touched the eye, but there was no pt contact with the lens. There was no pt injury.